Manufacturer narrative:
Batch review performed on 8 august 2019: lot 1811359: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 2024-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved batch reviews performed on 8 august 2019: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988), lot 1810474: (B)(4) items manufactured and released on 06-mar-2019. Expiration date: 2024-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot 187985: (B)(4) items manufactured and released on 25-jan-2019. Expiration date: 2024-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 1810562: (B)(4) items manufactured and released on 11-mar-2019. Expiration date: 2024-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon explanted the sphere femur cemented right s5, gmk tibial tray cemented right s4, gmk sphere insert flex right 10mm s4, and patella resurfacing s2. The surgeon implanted medacta full-pe components with antibiotic cement to act as a temporary spacer. The surgery was completed successfully.